Event description:
On (B)(6), 2012, the lay-user/patient contacted animas and reported erratic blood glucose (bg) levels. The patient indicated that for the previous 3-6 months, his bg level had been running in the "250-300" mg/dl range. The patient mentioned that with the elevated bgs he was feeling tired. He also added that whenever his bg would go up or down too fast, he would feel the urge to vomit. At bedtime on (B)(6), 2012, the patient reportedly had a bg level of "315 mg/dl." He corrected with 4 units via the pump and the following morning, his bg was "103 mg/dl." He bolused 1.5 units for 23 chos and a half hour later, he felt as though his bg level was dropping. The patient reportedly had a "sinking feeling" as a symptom. He described the feeling like as if he were told that his mother had died. The patient administered self-care by eating cookies. At the time of the call with animas, his bg level was "129 mg/dl." He felt fine. The patient refused to troubleshoot over the phone with the animas representative involved with this contact. He wanted to review the pump with an animas representative in person. The patient admitted that he makes adjustments to the pump on his own. He had previous made adjustments to the pump's basal rate on (B)(6), 2012. The patient stated that his "endo" does not manage his blood glucose. However, he has been working a physician's assistant. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he had developed an elevated bg level with symptoms that can be associated with severe hyperglycemia. However, at this time it is unknown if the pump and/or use-error contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.